Manufacturer narrative:
Imdrf device code a15 captures the reportable event of failure to release from the catheter.

Event description:
It was reported to boston scientific corporation that an unknown resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. During the procedure, the clip locked onto tissue but did not release from the catheter. They tried to advance the scope and open their hand and that did not release the clip. The clip eventually fell off the tissue and the clip was removed from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from the catheter. Block h11: investigation results: the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. The complaint device was not returned as it was disposed, therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that an unknown resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. During the procedure, the clip locked onto tissue but did not release from the catheter. They tried to advance the scope and open their hand and that did not release the clip. The clip eventually fell off the tissue and the clip was removed from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.